Manufacturer narrative:
Evaluation summary: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. A malfunction was not indicated against the iol. The surgeon's post-operative report stated the following: "difficult positioning, large eye movement, poor cooperation. Anterior capsule was torn open prior to capsulorrhexis - I don't know how. There are no other complaints in this lot investigation has been completed based on current information. (B)(4).

Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts have been made to obtain additional information by email. The manufacturer internal reference number is: (B)(4).

Event description:
During an intraocular lens (iol) implant surgery a nurse reported that the anterior capsule was torn. The procedure was completed using another lens. Additional information has been requested.